Manufacturer narrative:
(B)(4). The device was received for evaluation. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device¿s heater system was monitored and revealed all plate sensors gradually increased and stabilized when the bag sensors temperature reached the preset comfort control. An inspection performed on the accomp pcb & thermo pcb revealed no anomalies. The heater elements continuity was measured and revealed in specification. Analysis of the device identified no failure or malfunction that could have caused or contributed to the reported issue. The reported issue of ¿over temp fluid¿ was not verified and the cause was undetermined. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hot heater tray during setup of peritoneal dialysis therapy. The patient stated the heater tray was very hot to the touch. There was no patient injury or medical intervention associated with this event. No additional information is available.